Event description:
Customer reported an issue with the spectrum monitor, which may have affected ECG monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and found a poor ECG cable connection. Corrections included reseating the cable and problem was resolved.